Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated high blood glucose with bolus from the insulin pump. Current blood glucose 241 mg/dl. The customer called regarding a sensor anomaly. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be retuned for analysis.